Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. The event was further described as ¿clamp cannot be closed." This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was returned for evaluation. A visual inspection with the naked eye noted that the twist clamp was not fully aligned to the notch of the main body. Functional leak and clear passage tests were performed with no issues. A clamp function test was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp would not fully align with the notch of the main body. An accurate torque engagement test could not be performed due to the twist clamp not fully engaging. The reported condition was verified. The direct cause of the condition was determined to be a manufacturing related issue which occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.